Event description:
A customer contacted baxter's technical svc center regarding a sys error 2206 that appeared on the homechoice display during dwell 1 of 5. The technical svc rep (tsr) explained the alarm to the home pt. Tsr had the home pt cycle the power off/on. The alarm cleared. Then the home pt stated that he felt overfilled. Tsr instructed the pt to press go then stop to begin a manual drain. The pt drained 3957ml during the manual drain. The pt's therapy parameters were: continuous cycling peritoneal dialysis (ccpd), total volume=12000ml, therapy time 8:30, fill volume=2200ml, last fill volume=500ml, initial drain alarm=100ml. The pt had drained 810ml during the initial drain. The pt stated he had not bypassed any drains during therapy. Home pt ended therapy when the manual drain was complete. The home pt will return the device for eval.

Manufacturer narrative:
Device has been returned for eval, but the eval was not completed at the time of submission of this report. A f/u will be submitted when the eval results are available.